Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, physical damage (pinhole on bending section cover) was observed in the parts where foreign material remained. Therefore, it¿s likely the foreign material was not removed due to physical damage of the device although the device was appropriately reprocessed. A final root cause of the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service could not reproduce or confirm the reported b30 error. Service found that due to damage to the switch board, switches #2, #3, #4 did not work. Switch #4 demonstrated corrosion and did not work due to a short circuit in the switch circuit due to water immersion. Due to damage on the charge couple device (ccd) unit, the image sensor was broken, causing a noisy image. The light guide lens was chipped, and the light guide bundle was slipping, causing a decrease in light output. Due to a pinhole on a-rubber, a leak was observed. The control unit was dirty due to fluid ingress from the body control unit. The universal cord was sticky, due to deterioration from chemical stress/physical stress. The up/down plate was sticky, due to deterioration from chemical stress during cleaning, disinfecting, and sterilization (cds) processes over time. The universal cord had a scratch and a wrinkle. The adhesive on the rubber covering (a-rubber) had a chip. Due to wear of angle wire, the bending angle in the up direction was out of specification. The video connector case had discoloration and was cracked. The video cable had a scratch and a wrinkle. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported scope communication error b30 was displayed with the subject device. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material coming from the suction channel. This report is being submitted for the foreign material found during the device evaluation.